Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad which was confirmed and reproduced as an intermittent keypad response during evaluation. An intermittent response was found when pressing the #0, #1, #2, #3 keys which was caused by a failed keypad. The remaining keys were tested and functioned as designed. The failed keypad was replaced through front case replacement. Baxter has initiated a CAPA to further investigate this issue. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient involvement.